Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. There was no indication that results were reported out or any report of patient impact. (B)(4).